Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date ((B)(6) 2017) was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2017. The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg was causing motor nerve irritation and muscle contraction in the legs due to overstimulation. The patient underwent an explant procedure. No further information could be obtained.